Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had an impedance warning for erratic rv coil and superior vena cava (svc) coil impedance. The svc coil was found to be high and out of range. The lead remains in use. No patient complications have been reported as a result of this event.